Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician abandoned the trial procedure on (B)(6) 2013, because the patient experienced pain each time the physician inserted the lead into the epidural space through the needle. It was reported the patient was well after the procedure and there were no further issues.